Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient with known extrinsic outflow graft obstruction was in clinic with low flow alarms. They were hypotensive and dehydration was suspected. Their pump speed was decreased by 100 rotations per minute (rpm) and full labs were being taken with medication changes. It was noted that the pump sounded "turbulent" during witnessed pulsatility index (pi) events. Log files were submitted for review, with a request to look at pump temperatures. The event log captured clusters of persistent pi events, as well as routine power source changeovers. There were no low flow alarms in the files submitted and the pump temperature seemed to be within normal parameters. Additionally, the files submitted did not contain any rotor or displacement faults. Historical evidence of known outflow graft obstruction was reported under MFR 2916596-2024-03732.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient's outflow graft obstruction was known as of (B)(6)2024 and was unchanged on a chest computed tomography (CT) scan. It was continued to be followed. At the time of the low flows fluids were pushed for suspected hypovolemia. Hydralazine was held and the patient was to return to clinic within the week. Emergency department (ed) warning were given. The patient was to received an echocardiogram (echo) on (B)(6)2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were not confirmed through a review of the submitted log files. A specific cause for the reported alarms could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. A review of the submitted log files revealed numerous pi events that filled the majority of the captured data and would have overwritten older data, per design. No other unusual alarms or events were captured and the pump appeared to operate as expected at the set speed. Rotor displacement, noise values, and pump temperature were unremarkable. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value in order to contribute a flow disruption that in some ways mimics native cardiac contractility. This artificial pulse ¿beats¿ 30 times per minute, asynchronously with the heart. 2000 rpm above and below low speed limit. Section 4 explains that when the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. Several sections of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.